Event description:
The account reported that when the brakes were activated the head end brake casters do not hold. The bed was located in (B)(4) at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the head brake casters were out of adjustment most likely due to normal wear and tear. The technician swapped the rental bed for a known working bed. The head end brake casters were adjusted to resolve the issue. Based on this information, no further action is required.